Event description:
It was reported, during an implant procedure, prior to implanting the device, it was noted the device was pacing at 100bpm while in the box. The device was not used, another device was implanted. There were no patient consequences.